Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device.